Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they tried to inject air into the bbt port, but the balloon was broken and I could not inject it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,e1,g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned for evaluation on 02/10/2020. An investigation was conducted on 02/26/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the btt. A tear in the in the silicone balloon was observed near the seam. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon would not inflate. Bubbles were seen rapidly releasing from the puncture during a bubble emission test in plain water. Based on the returned condition of the device, the reported failure "inflation issue" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they tried to inject air into the bbt port, but the balloon was broken and I could not inject it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.